Event description:
Customer reportedly obtained results of 316mg/dl, 137mg/dl, 130mg/dl, 116mg/dl, and 228mg/dl on the advantage system within 10 mins. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.